Event description:
During routine preventive maintenance, the automated impella controller (aic) was found to have purge sensor issues. The purge pressure sensor readings were outside the limits at various input levels. The purge sensor was replaced to resolve the issue. There was no patient involvement reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation has been completed. Data analysis: console logs were not relevant for this complaint, however no other issues were seen in the imc logs. Device analysis: aic ic11568 was not returned to pme. The issue occurred during pm, purge pressure sensor readings were inaccurate. The purge assembly was replaced to resolve the issue. Root cause: the root cause of the "wrong purge pressure sensor reading" was likely a defective purge assembly. H3: added information regarding the investigation status. H6: added codes per the results of the investigation. H10: added the results of the investigation.